Manufacturer narrative:
An investigation of the communicated event was conducted. A siemens service engineer checked and tested the system. The system hardware was replaced and the system was brought back into specs. No further events have been reported at this time.

Event description:
It was reported to siemens that a hardware failure occurred during an interventional procedure, resulting in a delay of the procedure. Subsequently, the pt was transported to another facility where the procedure was completed.